Event description:
It was reported there was a diagnosed inflammatory mass. It was noted the patient was not getting the desired therapeutic effect. The existing catheter was left in place and a new catheter was implanted at a different location. A dye study was performed but results were inconclusive prior to the catheter replacement on the date of this report. The drug being delivered via the device system was gablofen. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).